Event description:
Patient reports she is getting downstream occlusion alerts on her solis pumps. Patient states the downstream occlusion alerts on both pumps started around 5pm local time. Patient changed 2 IV connectors and 2 new cassettes before calling the pharmacy. Patients IV line was replaced back in (B)(6) 2025. Patient was advised to go to the hospital to check her IV line. Patient states she is going to call md first then she will go to the hospital. No further information provided. Lot number is unknown/not provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? Patient was advised to go to the hospital. Is the actual device available for investigation? Yes, upon patient's return. Did we replace device? Upon patient's return home. Did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? No; is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown. It is unknown if patient went to the hospital. Diagnosis for use: pulmonary arterial hypertension.